Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 600mg/dl, with large ketones, and polyuria, associated with an alleged display issue. Reportedly, the patient remained hospitalized at the time of the allegation and was treated in the hospital with insulin via injection by their healthcare provider. During troubleshooting with customer technical support, it was revealed the display was dim and orange, and difficult to read. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a display issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: a review of the total daily dose the pump delivered the programmed basal rate with no interruptions until the end of use. During investigation, the pump was powered up to a dim and pink display. The text on the display was difficult to see but was legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.